Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator unit fails circuit board for switch (lh) number 9 on hand switch test and failed hand switch radio frequency test due to faulty aux board there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, e2, e3, e4 and h6 (medical device problem code- replace with 1198). Additional information added to field:h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that unit failed two performance checks, due to both a faulty pkrf board and a faulty aux board. The root cause of these faulty boards could be determined but it is more than likely due to general wear and tear over years of use. These components are known to fail after a number of years. Olympus will continue to monitor field performance for this device.